Manufacturer narrative:
Product ID 977a260, serial# (B)(4); product type lead product ID 977a260, serial# (B)(4); product type lead. (B)(4).

Event description:
The patient's spouse reported the patient could not feel stimulation unless increased up to 8.0v. The patient went to bed with stimulation at 6.0v and was not feeling stimulation but woke up in the middle of night with overstimulation/uncomfortable stimulation sensation that seemed to come and go. The representative reported that he spoke to the patient and his wife. The spouse later reported that the patient went to see the representative at the doctor's office on (B)(6). The rep performed some programming and everything was well now. The indication for use was radicular pain syndrome (radiculopathies). If additional information is received, a follow up report will be sent.